Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: probe broken off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the front-actuated grip exhibited a probe broken off. The issue occurred during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient involvement.